Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when he manipulated the cable on his olympus hd autoclavable camera head, the image would become noisy. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The cable was found damaged and caused the reported poor-quality image. Additionally, the rear cover was found melted and needs replaced. The coupler on the lens could not be centered and properly seated, and the serial plate was found faded and needs replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.